Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date inadvertently reported in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event, of mpu alarms and audible beeping, was unconfirmed when the mpu was evaluated by technical service (edc belgium). The mpu was operationally checked; no issues or mpu alarms occurred; the audible beeping coming from the mpu did not occur. The cause of the audible beeping and mpu alarms was not determined in this analysis. Technical service also noticed mpu was cracked on the bottom housing near the ac inlet connector. The crack was approximately an inch in length; there were no missing pieces or exposed internal parts. The mpu patient cable was also noted to be dirty and worn. The bottom housing and patient cable were replaced. The repaired unit was functionally tested and returned to the rental/loaner pool. Incidental findings: the battery removal strap was frayed and replaced. The strap helps with the removal of the mpu batteries. However, the strap does not affect mpu operation. Set up and use of the mobile power unit (mpu) are documented in the heartmate 3 lvas patient handbook (rev g p.3-4) and the heartmate 3 lvas instructions for use (IFU) (rev g p.3-32). Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook (rev g p. 5-1 - ¿alarms and troubleshooting¿) and the heartmate 3 lvas IFU (rev g p. 7-1 ¿alarms and troubleshooting¿). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (p.3-6) and the heartmate 3 lvas IFU (p.3-33 and p.3-34). The heartmate 3 lvas patient handbook (rev g) states that the patient should contact their hospital should they believe their equipment has issues "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The mobile power unit (mpu) assembly (B)(6) was made in (B)(6) 2016. The unit was packaged (B)(6) and placed into stock on (B)(6) 2016. The unit was placed in the rental/loaner pool (B)(6) on (B)(6) 2017 and sent to a customer (univ. Klinikum muenster). The unit was last returned from use (gesundheit nord bremen) on (B)(6) 2018. The rental unit was sent to the customer hosp. (B)(6) on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit was beeping intermittently while connected to ac power. The cause of the beeping was unknown.